Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): (B)(6), 300-01-09, equinoxe, humeral stem primary, press fit 9mm; (B)(6), 315-35-00, glnd kwire; (B)(6), 320-01-38, equinoxe reverse 38mm glenosphere; (B)(6), 320-10-00, equinoxe reverse tray adapter plate tray +0; (B)(6), 320-15-01, eq rev glenoid plate; (B)(6), 320-15-05, eq rev locking screw; (B)(6), 320-20-00, eq reverse torque defining screw kit; (B)(6), 320-20-26, eq rev compress screw lck cap kit, 4.5 x 26mm; (B)(6), 320-20-26, eq rev compress screw lck cap kit, 4.5 x 26mm; (B)(6), 320-20-26, eq rev compress screw lck cap kit, 4.5 x 26mm; (B)(6), 320-20-30, eq rev compress screw lck cap kit, 4.5 x 30mm; (B)(6), 321-20-00, equinoxe reverse shoulder drill kit.

Event description:
It was reported that this 73 y/o male patient's shoulder was revised approximately 1 year 6 months post op due to infection. Patient was last known to be in stable condition following the event. Unable to obtain images or x-rays. Product not returning: disposed.

Manufacturer narrative:
(H3) a review of the sterile certificates was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. *the following sections have corrected information: (d1) equinoxe reverse shoulder components (section d) pease disregard all device information listed in this section. (D10) concomitant device(s): 7307437 300-01-09 - equinoxe, humeral stem primary, press fit 9mm, 7108768 315-35-00 - glnd kwire, a243553 320-01-38 - equinoxe reverse 38mm glenosphere, a269484 320-10-00 - equinoxe reverse tray adapter plate tray +0, 7297552 320-15-01 - eq rev glenoid plate, a235180 320-15-05 - eq rev locking screw, a205985 320-20-00 - eq reverse torque defining screw kit, a083553 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, a209705 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, a209789 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, s380103 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, 6929121 321-20-00 - equinoxe reverse shoulder drill kit, (h4) please disrgard.